Manufacturer narrative:
(B)(4).

Event description:
On 2016-03-02, information received from the office of the healthcare provider (hcp) reported that in september, the patient was receiving lioresal (2000 mcg/ml) at 599.6 mcg/day; currently, the patient was receiving lioresal (2000 mcg/ml) at 1200 mcg/day (the hcp does not record the lot numbers of the lioresal). The patient had never once mentioned any sort of urinary issue to the hcp, so no troubleshooting or interventions had been performed; it was assumed that it was not related to the pump, or they would have been involved in the patient's treatment. As the office of the hcp was not aware of the issue, it was unknown if it had resolved. Office notes were provided from the patient¿s managing hcp. On (B)(6) 2016, a note indicated that when a nurse from the office contacted the patient¿s wife, she stated he was about to be taken to the hospital via ambulance due to respiratory distress and urinary problems. Refer to manufacturer report # 3004209178-2016-04026 for the event pertaining to the repository distress. No further information regarding urinary problems was provided. Should additional information be received, a follow-up report will be submitted. The patient¿s medical history included spastic hemiplegic, traumatic brain injury from fall on (B)(6) 2013 and the patient¿s allergies included sulfa (anaphylaxis). ¿problems¿ reported included spastic hemiplegia, spastic quadriplegia, abscess of skin and/or subcutaneous tissue, spasticity, spasm, traumatic brain injury- onset (B)(6) 2013 after fall from roof, not work., and late effect of intracranial injury without skull fracture. Other medications the patient was taking included: alprazolam0.5 mg tablet, amantadine hcl 100 mg capsule daily, amoxicillin 875 mg-potassium clavulanate 125 mg tablet, ciprofloxacin 500 mg tablet every hs, doc-q-lace 100 mg capsule, donepezil ¿eligible¿ tablet daily, esomeprazole magnesium 40 mg capsule, delayed release, famciclovir 500 mg tablet, fluconazole 150 mg tablet, furosemide 40 mg tablet, ketoconazole 2% shampoo, lyrica 75 mg capsule, melatonin 6 mg every hs, metoprolol tartrate 25 mg tablet, mirtazapine 15 mg tablet daily, nystatin 100,000 unit/ml oral suspension, oxycodone-acetaminophen 10 mg-325 mg tablet, pantoprazole 40 mg tablet, delayed release, polyethylene glycol 3350 17 gram/dose oral powder, potassium chloride ER 20 meq tablet extended release, sertraline 100 mg tablet daily, spironolactone 25 mg tablet, trazodone 50 mg tablet daily, vitamin d2 50 ,000 unit capsule once a week, warfarin 2.5 mg tablet, warfarin 4 mg tablet.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The lioresal lot number, concentration and dose were not provided. The pump's indication for use (IFU) was listed as intractable spasticity. The patient experienced urinary bladder retention and distention which was first noted in (B)(6) 2015 via CT. The patient was also having urinary incontinence which was why the patient presented to the emergency department. It was further noted that a CT was performed about a month ago; however, specific details were not provided. It was unknown if the issues were related to the device or therapy. Additional information has been requested for specific drug information; other medications that the patient was taking at the time of the event, medical history, cause of the urinary issues and actions/interventions to resolve the issues.